Manufacturer narrative:
Date of event: (B)(6) 2018. Model #: zct225. Catalog #: zct225u230 expiration date: 01/30/2022 serial #: (B)(4). UDI #: (B)(4). If implanted; give date: (B)(6) 2018. Device manufacture date: 01/30/2018. 2140 - dysphotopsia - positive. Additional information: small intraretinal cyst seen in initial visit in right eye but was not visually significant. Device evaluated by manufacturer: yes. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: (do not edit) the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of birth/age: unknown, information not provided. Gender/sex: unknown, information not provided. Model #: a complete model number is unknown as the product serial number was not provided. Catalog #: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Serial #: unknown as information was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown as information was not provided. Device manufacture date: unknown, as product serial number was not provided. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the model zct intraocular lens (iol) was explanted from the patient¿s operative eye on (B)(6) 2019 due to a complaint of significant dysphotopsia. It was reported the zct iol was replaced with a non-johnson & johnson surgical vision iol. The reported significant dysphotopsia was pretty much gone. No additional information was provided to johnson & johnson surgical vision.